Manufacturer narrative:
(B)(4). The involved device has not been returned for evaluation. Therefore, the investigation was based on user facility information and evaluation of reserve samples. Inspection and testing of a retained sample from the reported lot confirmed that there were no anomalies or defects and performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined based on the available information, there is no evidence that the reported issue was related to a device defect or malfunction all currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that a technologist incurred a "splinter" in the finger while wiping down the glidewire following use. Follow-up information from the user facility confirmed: the technologist was wiping the wire when a splinter went through her glove and into her finger drawing blood; the splinter was removed and it appeared to be black in color; the technologist assumed that the splinter was from the wire due to the fact that "nothing else black was on the table" other than the wire; however, the technologist also stated that the wire was not fractured and the evidence that the splinter came from the wire was "circumstantial;" the technologist and patient were both tested by (b)(64 )employee health for blood borne pathogens; testing results were negative; and no medical intervention was required as a result of the event.